Event description:
It was reported that the device had possible premature battery depletion. It was noted that right atrial (ra), right ventricular (rv), and left ventricular (lv) outputs were high. The device was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6945 implantable tachy lead (B)(6) 2000, 1388tc competitor implantable pacing lead (B)(6) 2000, 1388tc competitor implantable pacing lead (B)(6) 2003, 1258t competitor implantable pacing lead (B)(6) 2011. (B)(4).